Event description:
Knee swelling. Info was received on 25-apr-2003 from a physician regarding an unidentified pt who was treated with synvisc (dates, knee and indication unk) and experienced severe joint swelling. The pt was hospitalized and an emergency operation was performed (type of operation unk). At the time of this report, the pt's clinical outcome is unk.